Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle freedom lite strips were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that upon applying the sample to the adc device, the test would not start, and ordered a replacement due to this issue. The customer reported that due to a delivery issue, they did not have a device to monitor glucose when they felt hypoglycemic and was taken to the emergency room. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that upon applying the sample to the adc device, the test would not start, and ordered a replacement due to this issue. The customer reported that due to a delivery issue, they did not have a device to monitor glucose when they felt hypoglycemic and was taken to the emergency room. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium xceed meter was reviewed and the dhrs showed the freestyle optium xceed meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done.